Manufacturer narrative:
The lens was not returned for evaluation. A sample lens from the same lot #7447902 was dimensionally inspected. All dimensional measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.

Event description:
It was reported that the lens was explanted because of subluxation into the anterior chamber. Posterior capsule opacification and capsular fibrosis were observed on (B)(6) 2014. Yag performed on left eye (B)(6) 2014. Subsequently, the lens was exchanged with a different model lens. In the surgeons opinion the most likely cause of the event was unexpected fibrosis. The patient was reported as "doing well". This report refers to the patients left eye.